Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 51 events were reported for this quarter. Product return status: 51 devices were received. Event confirmation status: 50 reported events were confirmed. 1 reported event was not confirmed. Evaluation results 50 devices were found to be affected by missing paint chips. 1 device had no problem found. Additional information 51 devices were not labeled for single-use. 51 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 51 </noe> malfunction events in which the device had paint chips missing. 51 events had no patient involvement; no patient impact.